Event description:
It was reported that during a da vinci-assisted surgical procedure, when using the cadiere forceps instrument for the first time, it was observed that the "iron" was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the whole instrument was not functioning properly. There was no missing/detached fragment. The movement of the instrument was not the same as the master tool manipulator (mtm). The mtm went left and the instrument would move downwards.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.